Event description:
It was reported that the patient died. The patient came in for a planned multi-vessel percutaneous coronary intervention of the left anterior descending artery (lad) and circumflex artery (cx). The physician initially wired the lad and diagonal branch. Following use of a non-boston scientific (bsc) balloon, a 3.00 x 24mm synergy xd drug-eluting stent (des) was deployed in the mid lad. Post-dilatation was performed with a 3.25 nc quantum apex balloon catheter. The physician then proceeded to wire the cx and intravascular ultrasound (ivus) was performed with the opticross 6 hd. After imaging, the patient experienced st elevation and when the physician checked the lad, it showed timi 0 flow. The physician believed the ivus may have broken off a piece of plaque which showered down the lad. The physician proceeded to stent the cx with a 2.75 x 20mm synergy xd des and ballooned the lad stent again. A 2.75 x 12mm synergy xd des was then placed distal to the 3.0 in the lad. The patient was coded and a non boston scientific ventricular assist device was placed. During the procedure the patient also experienced arrhythmia, thrombosis, ventricular fibrillation, and ventricular tachycardia. The patient was transferred to another facility for extracorporeal membrane oxygenation. The patient subsequently died.